Manufacturer narrative:
The event is captured by edwards lifesciences under complaint # (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal ace precision procedure in mitral position where three devices were implanted. The patient had a central jet (fmr) and strategy was to place an ace on a2-p2 position. After placing the first device, the mr (mitral regurgitation) was down from 4 to 3 with a remaining jet medial of a2/p2, and hence the decision was made to place a second device. The mr went down to 2 but after release, the posterior leaflet slipped out and caused an slda (single leaflet device attachment). A third implant was inserted and placed in the medial commissure to stabilize the slda. This was a success, but the final mr severity was still 3. As per medical opinion, the root cause of the slda is unknown and it was unexpected. There was no difficulty removing the sutures. There were no device issues during or post implantation and there were no anatomy/procedural complications with imaging.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs) who was present on the site. As per information provided by reporter, there were no difficulties removing the sutures and there were no anatomical or procedural complications; therefore a definitive root cause was unable to be determined. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.